Manufacturer narrative:
E1- reporter name was updated.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The date of event is estimated. Further information requested, but not yet received.

Event description:
It was reported that following a significant amount of weight loss, the patient experienced pain at the ipg site due to protrusion and keloid scarring. As a result, surgical intervention was undertaken on 1 june 2023 wherein the ipg was explanted and replaced to address the issue.